Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number has been requested not available at time of report.

Event description:
A philips employee reported that the monitor showed a speaker malfunction inop message and no sound was coming from the device. No adverse event involving patient or user was reported.